Event description:
Boston scientific received information in (B)(6) 2013 that this patient contacted boston scientific's patient services (ps) to discuss this device's malfunction. According to the patient, the physician believed that the battery voltage leakage caused or contributed to the patient's muscle spasm and pain. The patient wanted to know if an attorney should be consulted. Ps discussed the device analysis and the customer response notification (crn) letter that had been sent to the physician. Ps suggested that the patient should contact the physician to discuss the analysis results further.

Event description:
The device analysis report was reopened for further review and documentation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. The patient performed a remote home interrogation where it was determined that the device had recorded a fault code which indicated that the voltage for the device was too low for projected remaining longevity. The patient was seen for a device replacement procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device noted minor scratches on the case and body fluid contamination in the lead barrels. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device was put through and passed a series of automated diagnostic tests that verified the performance of defibrillation and pacing functions of the device. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon further investigation, the root cause of the clinical observation was induced and attributed to excessive magnet exposure and four days of induced beeping tones that resulted in a false-positive fault code#1003 declaration.